Event description:
The manufacturer received information regarding a dreamstation auto bipap. The device was returned to a third-party service center. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. In addition, foam particles were not observed during the evaluation of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.